Event description:
Additional information: the procedure continued as a lavh; no unintended change in procedure or to patient's post-op care

Manufacturer narrative:
(B)(4). Additional information the device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing the jaws opened and closed as intended. The device was disassembled and no issues were found. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a lavh procedure on the second cardinal ligament, the jaws were stuck on tissue. The surgeon tried to move the device back and forth, and the device would not move. The device had to be cut off the tissue with a knife. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.